Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Concomitant device evaluation: the field service specialist (fss) inspected the concomitant device. Fss replaced worn delivery system offset isolators and bushings as well as verified proper objective movement. Fss also performed the preventive maintenance on the unit. The system passed the functional and calibration tests and it was found to meet the specifications. It is important to mention that the suction is provided by the syringe of the patient interface (pi) and not the system. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that one doctor had three (3) events of suction loss after laser firing in one day. The doctor was able to complete all 3 cases successfully using a new patient interfaces (pi) and without complications. It was reported that of the three (3) cases, two (2) of them lost suction at 95% and the other was at 90%. This report is one (1) of three (for the first patient).